Manufacturer narrative:
The technician found the casters were worn. He replaced the brake casters to repair the bed.

Event description:
Information received indicates the brakes wouldn't hold the bed from moving when locked in place.